Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further evaluation. Visual inspection showed no obvious defects. Male luer was iso gauged. Functional testing was performed on male luer and no leaks or disconnection was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo set leaked at its connection with the luer lock of an unknown catheter. This was noticed during priming with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.